Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported that the patient was completing peritoneal dialysis in-hospital using a hospital cycler (B)(4) 2014 when the patient coded. The patient had a pulseless ventricular fibrillation rhythm. She was treated with amiodarone, calcium chloride, epinephrine and bicarbonate. The patient was also shocked three times and her rhythm converted to sinus tachycardia with a systolic blood pressure of 120mmhg. She was intubated and transferred to the intensive care unit. The patient was discharged from the hospital on (B)(6) 2014. The patient continued to use continuous cycler -assisted peritoneal dialysis (ccpd) therapy with the cycler without any further issues.